Event description:
The customer reported that the telemetry device has a speaker malfunction inop with no sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.